Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse resolved the issue by replacing multiple hardware components, which include source assembly photometer; syringe pump drive assembly; wash concentrate reservoir; reagent syringe; syringe valve and syringe drive. Beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided.

Event description:
The customer reported multiple erroneous low total bilirubin (tbil) patient results were generated on the unicel® dxc 800 pro system. The erroneous patient results were not reported out of laboratory. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.